Event description:
The hospital reported they had a lot of cases with post evh hematomas, even without warfarin. Although they regularly use redon post evh. Recently, they started doing haemostasis with hemo-probe after getting the vein out.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported through doc matter that they had a lot of cases with post evh hematomas, even without warfarin. Although they regularly use redon post evh. Recently, they started received from the docmatter platform the following information. No other information is known at this time ¿we had a lot of cases with post evh hematomas, even without warfarin. Although we regularly use redon post evh. Recently, we started doing haemostasis with hemo-probe after getting the vein out.

Manufacturer narrative:
Trackwise ID # (B)(4). Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.